Event description:
This is filed to report the clip opening (11213r382). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After device preparation, the first clip (11213r382) was advanced to the leaflets and implanted, but after removal of the delivery system, the clip appeared to open. The second clip (10910r401) was placed on the leaflets without issue, but during establishing final arm angle (efaa) the clip opened. Troubleshooting was performed including unlocking the lock, raising the grippers, opening the clip, dropping the grippers, locking the lock and closing the clip. Efaa was performed and this time the clip stayed locked and closed. Mr was reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The clip remains implanted and will not be returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second clip (10910r401) referenced is filed under a separate medwatch report number.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Additionally, the imaging provided by the account was further reviewed by an abbott senior staff clinical engineer. The reviewer noted that ¿one (1) fluoroscopic video was provided in which two fully deployed clips can be visualized and no mitraclip system in view, indicating that the video was taken post deployment of the second clip. Angulation of the clip arms relative to the fluoro view make it challenging to assess the clip arm angles. The clips appear to be opened to ~20°-30°; however, this is only an approximation based on a visual assessment with the naked eye and is not confirmed. Both clips appear to be stable on the leaflets as no significant movement is observed. Since no pre-deployment cine of the either clip was provided, it cannot be confirmed if, and by how much, the clips opened post deployment.¿ all information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opened while locked (cowl) could not be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.